Event description:
Boston scientific crm received information that during a recent extraction of the right ventricular (rv) lead for loss of capture, the device was going to be replaced at the same time to avoid an additional surgery. While explanting the device, it was noted that the header of the pulse generator (pg) was almost completely detached and barely hanging on. At this time, the physician elected to explant and replace the atrial lead as well. The patient received an entirely new system. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received additional information that this lead also experienced sensing issues as well as the previously reported loss of capture.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.